Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. This incident was notified from the FDA, ref mw5055391. No customer contact information was included. The state delivering the incident information ((B)(6)) is used as the initial reporter state is unknown. The device manufacture date is unknown as the lot number is unknown. Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. A device is not available for evaluation.

Event description:
It was reported that a physician was using the device during a procedure to inject medication through the side port of a 5fr sheath. When trying to remove the syringe from sheath, the tip of the syringe broke off and was lodged into the port of sheath. It was noted that the physician did not forcefully try to remove it, so it was not user error.